Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing of noise with high sensing integrity counter (sic) and high rate non-sustained tachycardia (hr-nst) episodes. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted, leaving the high voltage coils in use. No patient complications have been reported as a result of this event.